Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the output connector of the external pulse generator (epg) was broken. Technical services provided the part number for the caller to order. The epg will remain in use. There was no patient involvement.